Event description:
It was reported that a plate was inserted due to an ankle fracture. The patient was experiencing pain, and through xrays approximately 6 months later, a new surgery was performed to remove the broken plate, and the patient was put in moonboot since the ankle joint had fused. Clinical union of tt joint noted. The ankle joint was radiographically and clinically united, so, despite the plate breaking, the surgeon feels that the outcome was successful. The screws were not broken. There was no surgical delay. Attempts have been made and no additional information has been provided.

Manufacturer narrative:
(B)(4). D10: unknown screws, unknown lot. G2: foreign: south africa. The complaint was confirmed. The plate was returned to p28. Visual examination of the returned product identified the device was fractured in two pieces. This was confirmed by the design quality engineer. Medical records were not provided. The most probable root cause was that the plate broke due to the patient bearing weight on the plate and excessive force after union. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.